Event description:
On the evening of (B)(6) 2024, I inserted a flex menstrual disc for the first time. I kept it in place overnight. The next morning, upon removal of the flex disposable menstrual disc, I passed out and hit my face on the sink counter. I have since learned it was vasovagal syncope- vagus nerve overstimulation that lead my blood pressure to drop. Apparently this nerve can be bothered by bumping the cervix, which is an unavoidable part or using this product. I was alone in my house, except for my toddler. It was 5:45 am. The included information pamphlet does not state this as a risk.